Event description:
It was reported that the patient experienced frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure wherein a nonrechargeable ipg was implanted. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2024.